Event description:
Patient had bi-lateral tmj implanted (B)(6) 2002. Revision surgery done on (B)(6) 2007, where right mandible was explanted due to being loose. Surgeon indicated there was erosion of bone underneath, due to looseness.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See report 1032347-2009-00039, same patient, different operation.